Manufacturer narrative:
As reported, the progel cartridge had a shattered vial in it. The subject product was not available for evaluation; a photo was provided which showed a crack in one of the vials. The root cause of the cracked vial cannot be determined without the sample to evaluate, as such, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions for use (IFU) supplied with this device lists, "during applicator assembly, the progel¿ push rod is designed to lock in to the applicator housing. Forced removal of the locking push rod from the applicator housing may result in potential damage to the applicator system or the chemistry cartridges." H11: this supplemental MDR is submitted to correct medical device manufacturer. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an unspecified procedure on (B)(6) 2020 it was noted that the progel kit had a shattered vial in it. Another progel kit was used to complete the procedure. The surgeon is an experienced user of the device.

Manufacturer narrative:
As reported, the progel cartridge had a shattered vial in it. The subject product was not available for evaluation; a photo was provided which showed a crack in one of the vials. The root cause of the cracked vial cannot be determined without the sample to evaluate, as such, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions for use (IFU) supplied with this device lists, "during applicator assembly, the progel¿ push rod is designed to lock in to the applicator housing. Forced removal of the locking push rod from the applicator housing may result in potential damage to the applicator system or the chemistry cartridges." Should additional information be provided, a supplemental MDR will be submitted. Not returned.

Event description:
As reported, during an unspecified procedure on (B)(6) 2020 it was noted that the progel kit had a shattered vial in it. Another progel kit was used to complete the procedure. The surgeon is an experienced user of the device.